Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient had an infection at the implantable neurostimulator (ins) site around (B)(6) 2015. The patient had fever, redness, and swelling and the infection was confirmed. Due to the infection they had to tunnel to the other side. No diagnostics were performed related to the event. The patient was given topical steroids to resolve the redness and swelling. The cause was determined to be a post-surgical donation. The patient wanted an appointment with their manufacturer representative. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.